Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device's downloaded logs were reviewed by the third-party service centre. The device powered on and airflow was confirmed. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped.